Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 541 mg/dl and ketones. Healthcare provider described the ketones as dangerous. Suspected cause was an unspecified pump issue. Correction boluses were delivered and a manual injection was administered to address bg. A system check was performed and the pump performed as intended.